Event description:
Medtronic representative reported the demo fusion system tripped the fuse in the wall and also tripped one of the fuses in the isolation transformer. No pt involved.

Manufacturer narrative:
No pt info as no pt was present in this concern. Per RMA a replacement isolation transformer was sent to site and resolved issue. No return of replaced item, as no evaluation can be performed.